Manufacturer narrative:
Correction: change the reportable aware date to 7/13/2017, which was earlier reported as 4/28/2017 in MFR date for manufacturer report number: 2017865-2017-06707.

Event description:
It was reported that the patient's left ventricular lead was dislodged. The lead was replaced. The patient was stable.